Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy and radiculopathy. It was reported that the patient had not used the device for 6-7 years at least because ¿the device was causing problems with the device vibrating.¿ the patient stated that this started 6-8 months after implant. They reported that their healthcare professional (hcp) told them to shut it down and it had been shut down ever since. The patient stated that they would like to have the device removed. They were to follow-up with their hcp. No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the device vibration was continual vibration in the right foot. The patient reported that in order to resolve the issue, they had the unit disconnected after a discussion with a healthcare professional (hcp). The patient stated that the device had not been used in over 5 years. They reported that they had vibration all the time in the right foot and they were having the battery removed this year. No further complications were reported.